Event description:
During a percutaneous coronary intervention (pci), it was reported that the balloon was temporarily stuck on the wire, and difficulty deflating the balloon occurred. An nc quantum apex otw 8mm x 2.75mm dilation catheter was advanced to treat the target lesion. The number of inflations performed and to what number of atms is unknown. The physician encountered resistance when attempting to remove the device. It was reported that the balloon was stuck on the non bsc wire, and deflation difficulties occurred. Balloon was deflated partially and pulled back into the sheath. All devices were removed from the patient. The procedure was completed with a different device. No patient complications were reported and patient status is fine.

Event description:
During a percutaneous coronary intervention (pci), it was reported that the balloon was temporarily stuck on the wire, and difficulty deflating the balloon occurred. An nc quantum apex otw 8mm x 2.75mm dilation catheter was advanced to treat the target lesion. The number of inflations performed and to what number of atms is unknown. The physician encountered resistance when attempting to remove the device. It was reported that the balloon was stuck on the non bsc wire, and deflation difficulties occurred. Balloon was deflated partially and pulled back into the sheath. All devices were removed from the patient. The procedure was completed with a different device. No patient complications were reported and patient status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed dried contrast present in the wire lumen and the balloon was bunched up. Examination of the material surrounding the bunched portion of the balloon did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the reported event. Magnified inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).